Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Patient was experiencing pain. Revision surgery at 20 months post-operative.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.